Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0uea9, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative reported that a patient had a replacement surgery for a displaced lead. There were no patient symptoms reported. The implantable neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.